Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage past the plunger. The following information was provided by the initial reporter: when sampling, all the liquid passed through the plunger and flowed.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage past the plunger. The following information was provided by the initial reporter: when sampling, all the liquid passed through the plunger and flowed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 2022-02-25. H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2108205. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Leakage was observed through the plunger rod of the sample. Through magnified inspection, we were able to identify damage to the plunger rod component which would result in leakage. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.